Event description:
Date notified: 07/14/05 a model 326 aspirator failed during operation. An inspection of the device revealed shorted printed circuit boards. The printed circuit boards were replaced and device was tested to specifications and returned to the customer. It was determined that the printed circuit boards were replaced and the device was tested to specifications and returned to the customer. It was determined that the printed circuit board damage was caused by the customer. No injury or death resulted from the incident.